Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With an "alarm as soon as turned on" issue was confirmed and reproduced during product evaluation. The assignable cause was not determined due to estimate refusal by customer, as such no repairs were made to fix the reported condition. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.

Event description:
The facility reported an infusor pump that experienced a "alarm as soon as turned on." According to the facility this event occurred upon power up. During product evaluation, baxter personnel discovered a "constant alarm occurred after the pump started infusion," which interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.